Event description:
Event description guidant received information that the physician experienced difficulty with keeping this passive fixation transvenous defibrillation lead in position, due to patient anatomy. This observation was made during implant and two days post. The physician elected to remove this lead, and implanted an active fixation lead without reported complication. To date, there have been no reported patient symptoms associated with this clinical observation.